Manufacturer narrative:
Section h10: b3) at the time of this report it is unknown if the pending revision occurred. (H3) the engineering evaluation noted the revision reported was likely the result of wear of the tibial insert and aseptic (non-infected) femoral loosening, which damaged the bond of the implant to the bone. However, this cannot be confirmed because the components were not returned for evaluation. (D11) concomitant device(s): the concomitant product is part of the optetrak knee system and no allegation has been made against this device. This is one of two products involved with the reported event and the associated manufacturer report numbers are 1038671-2019-00198 and 1038671-2019-00199. No information provided in the following section(s): a2, a4, a5, b6, d4 (catalog number, serial number, lot number, expiration date, and UDI number), d7, e3, g5, and h4 the following section(s) have additional info: g7, h1, h3, and h7. **section h11: corrections made in the following section(s): (section f) f6 and f8 were entered in error. Please disregard. (B3) the date provided in the initial report (25-mar-2019) was entered in error, please disregard.

Manufacturer narrative:
Pending evaluation. Concomitant medical products is part of the optetrak knee system and no allegation has been made against this device.

Event description:
Walk strong donation for the indigent farmer in (B)(6). Pending revision of right knee. The x-rays show poly wear and loosening of the femoral component on right. The patient is crazy active. They think the patient has loosened his femur and worn out his poly. The patient is a farmer and if he doesn't work he doesn't eat. That being said, he is continuing to work and making his knees even worse.